Event description:
It was reported that the right ventricular (rv) lead dislodged and was not capturing. The patient also experienced diaphragmatic stimulation. The lead was repositioned and thresholds were acceptable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).